Manufacturer narrative:
The insulin pump received with intermittent button response due to partial unlocked j2or lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test due to buttons not responding. Pump received with cracked case reservoir tube window corner.

Event description:
The customer reported via phone call that the insulin pump had button error and crack on the case of insulin pump. The customer¿s blood glucose level was 165 mg/dl at the time of incident. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.